Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited non-sustained oversensing episodes and possible loss of capture. No intervention was performed at the time and the patient will continue to be monitored. The rv lead remains in use. No patient complications have been reported as a result of this event.